Event description:
Cord; detached, unraveled, coming apart [device breakage]. Applicator failed... Faulty [device physical property issue]. Case narrative: consumer reported via email that the tampon applicator failed and was faulty. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cord; detached, unraveled, coming apart [device breakage] applicator failed [device deployment issue] it doesn¿t even have the applicator [device physical property issue] case narrative: consumer reported via email that the tampon applicator failed and was faulty. No injury was reported.